Manufacturer narrative:
The user reported receiving a low glucose alert on (B)(6) 2024, at 10:48pm while the measured bg was in the normal range. In an associated complaint of sensor inaccuracy, it was determined that there was some variation in the sensor values, which may be due to the early wear period, where the sensor was still stabilizing after insertion. The user did not seek medical attention for the hypoglycemia event and was able to resolve the event by herself by eating an apple. The user's hcp is not aware of the event, but the user was advised to follow up with the hcp for further medical guidance. The current system performance is within expectations, and the user is currently using the system with up-to-date glucose information. No further resolution was found necessary for this complaint. B4. Date of this report updated to 19 april 2024. G3. Date received by manufacturer updated to 19 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4109. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user reported a hypoglycemic event with no alert from the system due to inaccuracy in sensor readings.